Manufacturer narrative:
During testing, the reported issue was confirmed; the bending section could not be moved in the up direction due to damage to the body control unit chain. Damage to the up/down knob also impacted the bending angle for the up direction. The bending angle in the up direction and the down direction did not meet with specifications due to corrosion on the guide plate units. Further, the up/down directional knob did not move smoothly due to damage on the bending tube. Additional functional testing showed the device did not meet with electrical resistance specifications due to a burn on the plastic distal end cover. Finally, the device failed leak testing due to damage on the up/down knob and a crack at the scope connector. Visual examination showed the flexibility adjustment ring was scratched; the hand grip was scratched; the switch box was scratched; the base plate was corroded due to water leakage; the plate unit was deformed; the reprocessing label on the scope connector was damaged; the scope cover unit was scratched; the scope cover case unit was scratched; the plug unit was scratched; the connecting tube was snaky; and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope was being used for procedure and the bowden cable was torn. There was no reported patient harm or impact due to this event. The device was returned for evaluation. During evaluation, foreign material was found on the distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the following: - the reprocessing accessories were without defect. - there was no delay. - the reprocessing was performed correct. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at up/down angulation control knob and scope body. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.